Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Transeptal puncture (tsp) crossing was successfully completed using a versa cross connect. After crossing the septum with the watchman fxd curve access system sheath the patient went into atrial fibrillation and had to be cardioverted three (3) time before going back into normal sinus rhythm. The physician continued with the procedure and successfully deployed the 24mm closure device in the laa. After release of the device, the patient became hypotensive and a pericardial effusion was noted on transesophageal echocardiography (tee). Pericardiocentesis was performed to treat the effusion and 490cc of fluid was removed. The patient was kept in the intensive care unit (ICU) overnight for monitoring. There were no further complications reported.

Manufacturer narrative:
B5: updated. H6: patient code e0605: cardiac tamponade added.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd double curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. Transeptal puncture (tsp) crossing was successfully completed using a versa cross connect. After crossing the septum with the watchman fxd curve access system sheath the patient went into atrial fibrillation and had to be cardioverted three (3) time before going back into normal sinus rhythm. The physician continued with the procedure and successfully deployed the 24mm closure device in the laa. After release of the device, the patient became hypotensive, and a pericardial effusion was noted on transesophageal echocardiography (tee). Pericardiocentesis was performed to treat the effusion and 490cc of fluid was removed. The patient was kept in the intensive care unit (ICU) overnight for monitoring. There were no further complications reported. It was further reported that cardiac tamponade developed from the pericardial effusion.